Event description:
It was reported that high impedance was detected on the patient's device prior to replacement due to battery depletion. The patient's generator and lead were replaced and high impedance resolved. The explanted products were discarded. No further relevant information has been received to date. It should be noted that premature depletion of the generator was suspected and was reported in MFR report #1644487-2018-00404.